Event description:
It was reported that the device was on power-on-reset (por) condition upon interrogation. The last stimulation was one week prior to report. It was reported that stimulation was turning off, and no stimulation sensation was felt. The only viable programming was on electrodes #2 and #3, which provided the patient with bilateral leg coverage. The patient had low back pain, but the stimulation was not placed to cover that. There was a possible open circuit for electrode #0. An impedance check showed that when electrode #0 was used, impedance was over 4,000 ohms. The patient had stimulation, but the device had low battery and was going to por again. Four days later, it was reported that the patient had lost stimulation due to battery depletion. The battery depletion appeared to be normal. The physician was reported to be scheduling the patient for a battery replacement and possible lead revision in the near future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, lot#, serial# (B)(4), implanted: 1998 (B)(6), explanted: product type lead; product ID 7495-25, lot#, serial# (B)(4), implanted: 1998 (B)(6), explanted: product type extension; product ID 7434a, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type, programmer, patient. (B)(4).